Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned treatment and the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device failed to boot up. The device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of this complaint.